Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that ¿she has been sitting an hour and 20 minutes and it¿s only half charged and not increasing.¿ the patient reported that the implant was taking a long time to charge. The patient reported that she had all 8 coupling boxes filled in. It was confirmed that the recharger was working properly. The patient also reported that she had to charge ¿about every 2 days¿ when she only had to charge her previous implant every 3 weeks. No further complications were reported.